Manufacturer narrative:
Additional manufacturer narrative: no images or product is available for evaluation, as such, the complaint could not be confirmed. However, there were no complications noted. The patient was reported to be in stable condition. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There has been no reported patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that during use of this 27mm pericardial mitral valve it was noticed that the glutaraldehyde volume was less than normal. As reported, the liquid did not cover the valve and was about two thirds of the normal liquid level. None of the elements of the packaging were wet or damaged. The valve was implanted in the patient. There were no complications reported for the patient who was noted as to be hospitalized, in stable condition.

Manufacturer narrative:
No images or product is available for evaluation, as such, the complaint could not be confirmed. Per the reported information, no element of the packaging was damaged, there was no defect or leak of the jar, and the shelf box showed no signs of moisture damage. In this case, the root cause cannot be definitively determined. Per the instructions for use (IFU), it warns "do not use the bioprosthesis if the container is leaking, damaged, or the glutaraldehyde solution does not completely cover the bioprosthesis." There were no complications noted during the procedure. The patient was reported to be in stable condition. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There has been no reported patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.